Event description:
Related to MFR report # 2183959-2012-00273. A monarc subfascial hammock was implanted to treat stress urinary incontinence. It was reported to have caused, "severe and permanent bodily injuries and significant mental and physical pain and suffering, infection or inflammation, tissue abrasion, "other severe adverse health consequences" and other losses.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.